Manufacturer narrative:
The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported xen®45 gts was implanted not in the correct position of the left eye due to patient's pre-existing surgery of 4 corneal transplantation. The patient was hospitalized for one day because of their past surgical history and because patient lived in a city far from the hospital. The device remains implanted.